Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing. The system controller, serial number: (B)(6), log file was reviewed, and timestamps spanned from 21aug2025 through 22aug2025. The log file captured backup battery fault alarms throughout the data reviewed due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. Backup battery not installed alarms were captured in the log file which appeared consistent with the reported backup battery exchange. Following these alarms, backup battery faults caused by circuit faults were captured, which appeared consistent with the backup battery not being installed correctly. A driveline disconnect alarm was captured which appeared consistent with the reported system controller exchange. The backup battery fault alarms did not prevent the controller from supporting the controller as intended. No other notable events were found within this log file. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. The backup battery (serial number: (B)(6)) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The reported alarms were unable to be reproduced during testing. Provided information indicated that exchanging the backup battery did not resolve the reported alarms, so the controller was exchanged, resolving the alarms. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The inspection documents for the heartmate 3 system controller (B)(6) and backup battery (serial number: (B)(6)) were reviewed and they were found to have passed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2025 after paging on call the night before that they had an emergency backup battery (ebb) fault alarm. While in clinic, the ebb was exchanged, but the alarm did not resolve. The patient ultimately underwent a system controller exchange.